Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the backup battery¿s functional analysis. The returned backup battery (serial number (B)(6)) was found to be fully depleted upon arrival and alarmed with a backup battery fault. The battery was able to fully charge as intended; however, backup battery fault alarms continued to become active whenever the battery underwent a load test after being fully charged. The battery was opened and was inspected at a component level, and below-average voltage measurements were observed throughout the battery¿s charging and protection circuitry; voltage issues within the battery could have also contributed to the battery being fully depleted upon arrival. The source of the atypical voltage measurement was traced to an integrated circuit component on the battery¿s printed circuit board (pcb); however, the suspected component is on the back of the pcb, making it inaccessible for further troubleshooting. Available information for this event indicates that the alarm resolved after the backup battery was exchanged. The root cause of the reported event was isolated to an issue with the battery¿s pcb and was suspected to be due to an issue with a component; however, the root cause of the pcb¿s issue was unable to be conclusively determined. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also found to have passed all initial manufacturing testing per the greatbatch manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that emergency backup battery (ebb) fault alarm occurred, so the ebb was replaced, resolving the fault. No log files would be provided.